Manufacturer narrative:
(B)(4). Date sent: 3/5/2025. D4 batch#: y7012p. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test hand piece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was tested with the test media and performed as expected. The device was disassembled to verify the condition of the internal components and no anomalies were found. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: y7012p and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2025. D4 batch #: unknown. Additional information was requested and the following was obtained: how was the bleeding controlled? I took over from the trainee. We used a gold hem-o-lok. You've welcome to watch the video. Was surgical or a hemostatic powder used? No. I do use it but I wouldn't for that. I would need to put a lot of pressure on the ileocolic vein with a swab. I would worry that the pressure needed may start tearing other veins near the head of the pancreas - classically the vein of henle. Was there any other action taken for the procedure? We just controlled it with a hem-o-lok and I used an endoloop for the pedicle side (or had it ready - can't remember if I used it). Did the procedure have to be converted to open? No. I've got a 90% lap colorectal cancer resection rate though (girft - my 74 crc resections from (B)(6) 2024). Very rarely convert for bleeding (I've prefer to put a medium swab through a alexis port if needed). Did the patient need to have a blood transfusion? Hb dropped from 148 to 124 - not needed. But significant avoidable blood loss nevertheless. Did the patient need any different type of post op care due to the bleeding? He did get a post-op ileus which added a couple of days to his los. He didn't sail through eras. I suspect this was the reason. After how many uses/activations did the generator errors begin to appear? I can't remember. With the first couple I though it was just the trainee. I then tried and found the same problem. What was the procedure? Lap right hemi. We have consent to share the video. I can send a link if needed and relevant. How was the procedure completed? We got a new har and carried on. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: can the video mentioned in the complaint be shared for engineering and medical review? Does the surgeon believe the difficulties of the device caused or contributed to the post-op ileus? Can details be provided on the situation and environment that led to the blood loss occurring? What is the patient¿s current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right hemicolectomy the device was taking longer than usual to seal and cut but persevered. Generator said ¿reduce pressure on blade¿ several times when trying to use the device even though minimal pressure was on the blade. Generator said clean the device. Scrub team cleaned the blade with saline and gauze. Generator still read clean the device. Scrub team cleaned it again this time activating the blade in saline. Generator then said to tighten the device. Scrub team tighten the device using the torque wrench with 2 clicks. I checked the number of uses left on the handpiece on the generator. 52 uses left. Tried to use the device again and the generator read ¿replace the instrument¿. Replaced the instrument with a new har700 device and the rest of the procedure ran smoothly. The procedure was delayed 10 minutes. There was 300ml loss of blood due to bleeding caused by malfunction device.